Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device worked as intended during the initial procedure with no issues noted. The surgeon uses a black reload for the first firing then either black or green for the second.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure that on the patients first follow up on (B)(6) 2017 the patient was experiencing pain and nausea, patient had a preexisting clotting factor 5 issue. CT-a scan for pulmonary embolism patient looked fine. Patient went to the ER on (B)(6) 2017 with a fever and was septic. Upper gi series which showed no leaks. Another CT scan and found an abscess on the liver. Interventional radiology drained the abscess. Patient was tacacardic with shortness of breath. Another CT-a scan which showed a leak, the gi stented the leak. Patient was in and out of the hospital for the next 5 weeks and once the stent was removed the patient was fine.